Event description:
It was later determined that the shorter than expected longevity estimate was due to a programmer software estimator error.

Manufacturer narrative:
Upon further review, analysis confirmed this event to be related to a known advisory issue for medtronic programmers. Please see report # 2182208-2020-02104 for advisory information. This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed.the device is performing as expected, and current drain in the device appears normal based on use conditions and programmed parameters. The shorter than expected longevity estimate is due to a software estimator error. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion and the right atrial (ra) lead had high thresholds. It was also reported that the ra lead was implanted after the use before date. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.